Manufacturer narrative:
Argus case: (B)(4).

Event description:
Small intestine carcinoma [small intestine carcinoma]. Metastases to lymph nodes [metastases to lymph nodes]. Metastases to pancreas [metastases to pancreas]. Case description: this case was reported by a consumer via call center representative and described the occurrence of small intestine carcinoma in a 85-year-old male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. Concomitant products included double salt dental adhesive cream (new poligrip si). On an unknown date, the patient started new poligrip sa. On an unknown date, an unknown time after starting new poligrip sa and new poligrip si, the patient experienced small intestine carcinoma (serious criteria gsk medically significant), metastases to lymph nodes (serious criteria gsk medically significant) and metastases to pancreas (serious criteria gsk medically significant). On an unknown date, the outcome of the small intestine carcinoma, metastases to lymph nodes and metastases to pancreas were recovered/resolved. It was unknown if the reporter considered the small intestine carcinoma, metastases to lymph nodes and metastases to pancreas to be related to new poligrip sa. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, the patient was living in the mountains of prefecture a. He had been using new poligrip sa and new poligrip si for many years. On an unknown date, the patient had been using the products and experienced cancer about 10 years ago. It was end-stage duodenal and small intestine carcinoma (seriousness: gsk medically significant), and there was also metastases to lymph nodes and pancreas (seriousness: gsk medically significant). On an unknown date, the outcome of the end-stage duodenal and small intestine carcinoma and metastases to lymph nodes and pancreas were recovered/resolved. Carcinoma was removed by surgery. Half of the pancreas was resected as well, and carcinoma resolved completely. No further information is expected.